Event description:
Reporter alleged obtaining a discrepant blood glucose result of 184 mg/dl back to back with a result of 69 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter indicated that she was seeing spots and was shaky during the time of testing, so she self-treated with a candy bar. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.